Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial lead exhibited far-field r-wave (ffrw) oversensing. A chest x-ray was done and showed the lead is located in the atrium. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.